Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed (B)(4) - dec 04 2022 additional information received. A. Was the varus deformity a preexisting condition, or was the deformity related to the tka? Related to the tka. It was reported that ""the wear of the insert is progressing and the varus deformation is progressing.

Event description:
It was reported that, the patient underwent the tka surgery in 1996. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed that the patella implant in question and the insert in question has been worn-out. In addition, the patient has progressive varus deformity. Patient has a residual mcl. A revision surgery is planned on (B)(6) 2022. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Gtin: product was marked for gudid exclusion. Unique identifier(UDI): UDI/gtin information is not applicable. Product is no longer marketed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A: 8351333: on dec 04 2022, additional information was received. A: was the varus deformity a preexisting condition, or was the deformity related to the tka? Related to the tka. It was reported that the wear of the insert is progressing and the varus deformation is progressing.